Event description:
A customer contacted beckman coulter (bec) to report that a unicel dxc 600 pro synchron clinical system was generating 'no sample detected' errors while testing calibrators/controls following maintenance. While troubleshooting the issue with bec hotline, the operator found a leak and that the mc (modular chemistry) and cc (cartridge chemistry) sample syringes were loose. The leak was contained within the instrument. The customer was wearing a labcoat, gloves and safety glasses at the time of the incident. No injury or exposure was reported and there was no affect to patient samples or results.

Manufacturer narrative:
A field service engineer (fse) went on-site and observed that the mc and cc sample syringes were discolored brown and leaking. Fse also found the syringes were loose at the connection to the t-valve. Fse replaced the syringes and both t-valves which resolved the issue. Repairs were verified per established procedures. The cause of this issue is attributed to the loose/discolored sample syringes. (B)(4).